Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) found a piece of a paper towel in the dilution vessel. The investigation is ongoing.

Event description:
The initial reporter complained of multiple errors on a cobas c 303 analytical unit. The customer performed a sample probe wash, reagent flow path prime, and attempted to load calibrators. The calibration failed due to the same errors. The customer performed a wash rack and reran calibrators. Calibration and qc were acceptable; however, instrument alarms began to occur with patient results. The doctor questioned the results for 1 patient sample. The customer sent the sample to their main laboratory for repeat testing on an unknown instrument, and discrepant results were identified for sodium electrode (na) and ise indirect cl for gen.2 (cl). The initial na result was 134 mmol/l. The repeat result was 152 mmol/l. The initial cl result was 100 mmol/l. The repeat result was 114 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the event was due to a customer maintenance issue (a piece of a paper towel in the dilution vessel). The investigation did not identify a product problem.